Manufacturer narrative:
Please note that this MDR is being submitted late. The MDR should have been submitted by april 5, 1998, 30 days after the device was returned to the manufacturer for evaluation. A communication error occurred which caused the delay in the filing of the MDR. Co apologizes for any inconvenience this error may have caused. The user facility returned the lma in question to the manufacturer for evaluation. Tha lma was in good condition, with a slightly yellow airway tube and a lightly marked connector. There is a puncture hole approximately 1 mm long on one face of the inflation balloon causing the mask to leak. It is probable that the balloon had been in contact with sharp instruments.